Event description:
This follow up report is being submitted as the investigation has been completed on 03-july-2020. Results and conclusions are outlined in section h of this report. The tip of the needle snapped in the scope and the blunt end came out. "As per complaint form": needle broke above the level of the core trap and was inside the scope. During an endobronchial ultrasound-guided transbronchial (ebus) procedure tissue was sampled on multiple occasions and the needle was working as intended. During the last round of sampling the ultrasound detected that the needle looked unusual and was immediately withdrawal from the patient through the ebus scope. The scope was withdrawn from the patient and when the ebus-tbna needle (cook lot c1706506) was withdrawn from the scope the sheath was intact but the needle tip had fallen off and was found stuck in the scope channel. The channel was flushed and the needle was retrieved in full.

Manufacturer narrative:
This follow up report is being submitted as the investigation has been completed on 03-july-2020. Results and conclusions are outlined in section h of this report. 510 k # - k160229. Device evaluation: 1 unit of lot c1706506 of echo-hd-22-ebus-o-c was returned opened not in its original packaging. It should be noted that this file is related to another complaint files. For details of the other investigation please refer to (B)(4). Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on 16 june 2020. The distal tip of the needle was observed to be broken. The needle handle was able to be advanced and retracted without issue. The thumbscrew was tightened, and needle handle unable to move as intended. Document review including IFU review: prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c1706506 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1706506. The instructions for use, (B)(4) which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "this device is intended for use with an olympus ebus scope". There is evidence to suggest that the customer did not follow the instructions for use in relation to the type of scope used (B)(4). Root cause review: a definitive root cause could be attributed to user error as the user used the device with an incompatible device, as per information provided, a fuji scope was used and as per IFU ¿this device is intended for use with an olympus ebus scope¿, therefore the user did not follow the instructions for use. It is not possible to know how the device performs with an incompatible device therefore the distal needle break could have been induced by the scope. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The needle was retrieved in full. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
(B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The tip of the needle snapped in the scope and the blunt end came out. "As per complaint form": needle broke above the level of the core trap and was inside the scope. During an endobronchial ultrasound-guided transbronchial (ebus) procedure tissue was sampled on multiple occasions and the needle was working as intended. During the last round of sampling the ultrasound detected that the needle looked unusual and was immediately withdrawal from the patient through the ebus scope. The scope was withdrawn from the patient and when the ebus-tbna needle (cook lot c1706506) was withdrawn from the scope the sheath was intact but the needle tip had fallen off and was found stuck in the scope channel. The channel was flushed and the needle was retrieved in full.